Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2218-50 serial:(B)(4). Batch: 7090757. Product family: scs-ipg-r-MRI upn: (B)(4). Model: sc-1232 serial: (B)(4). Batch: 509031.

Event description:
It was reported that the patient developed an infection at the lead site. The physician was not aware of what may have caused this infection. The patient underwent an explant procedure and the explanted devices were not returned.